Event description:
Harmonic handpiece just quit working and harmonic machine message was displayed: "defective handpiece, replace." There was no apparent harm to patient. Completed procedure with a new harmonic handpiece.